Manufacturer narrative:
Pr 9490380 ¿ follow up MDR for device evaluation since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative

Event description:
No additional information

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needle pulled out of the hub. The following information was provided by the initial reporter: "we had an issue yesterday with a needle and this is something I have never encountered before. One of our mas was giving a flu vaccine to an adult patient and when she withdrew the needle it had come out of the hub and out of the safety device and was just hanging out of the patient's arm. No harm came to the patient, and he was completely unaware that this had even occurred due to quick thinking and professionalism by our ma. I felt this needed to be reported so I am hoping you can give me some guidance!" The product information is as follows: bd safety glide needle 25g x 1" we believe the lot # is 3282711 (we cannot be 100% certain of this). Addition information received on 12jan2024: 1. The event occurred on 12/21/23. 2. We did not keep the physical sample for investigation; however, I personally saw it following the event. 3. There has been one occurrence at my clinic location. 4. I am not sure that I know what the "batch" number is. I believe the lot number is 3282711. We go through a lot of needles so I cannot be 100% certain of this. 5. The material number is bf305916.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) supplemental MDR for corrected device evaluation. No samples were received for the reported lot 3282711. One sample was received from lot 3250144 regarding item 305916. However, per communication with the customer, the customer did not report any issues with lot 3250144. The sample came in a sealed packaging blister. Visual inspection was performed. No defects or imperfections were observed. The sample was tested for cannula pull force, and passed the specification minimum. Based on the investigation and with the sample analysis, the symptom reported by the customer could not be confirmed, and a root cause could not be determined. We will continue monitoring the complaint trend for the product and symptom. A device history record review was completed for provided lot number 3282711 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material #: 305916, batch#: 3282711. It was reported by customer that when she withdrew the needle it had come out of the hub and out of the safety device and was just hanging out of the patient's arm verbatim: rcc received a complaint via email. Customer had an issue yesterday with a needle and this is something I have never encountered before. One of our mas was giving a flu vaccine to an adult patient and when she withdrew the needle it had come out of the hub and out of the safety device and was just hanging out of the patient's arm. No harm came to the patient, and he was completely unaware that this had even occurred due to quick thinking and professionalism by our ma. I felt this needed to be reported so I am hoping you can give me some guidance! The product information is as follows: bd safety glide needle 25g x 1" we believe the lot # is 3282711 (we cannot be 100% certain of this). Additional information on 12jan2024: 1. The event occurred on 12/21/2023. 2. We did not keep the physical sample for investigation; however, I personally saw it following the event. 3. There has been one occurrence at my clinic location. 4. I am not sure that I know what the "batch" number is. I believe the lot number is 3282711. We go through a lot of needles so I cannot be 100% certain of this. 5. The material number is bf305916. Additional information: could you please send me the address where I can send the samples of the product we have at our office so that an investigation can be started? Thank you additional information: we have not had any further issues reported as far as I am aware. You can close this ticket.

Manufacturer narrative:
Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.